Event description:
On (B)(6) 2009, the patient reported that for the last 3 months when she presses the buttons on her insulin infusion device, her device will vibrate and make a "weird noise" or "funny sound." Her device will then beep louder and vibrate. She said this occurs intermittently and during a bolus. She stated her device has not been dropped and the battery cover is not loose. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.